Event description:
It was reported that the battery does not charge anymore. The battery was removed from service and the patient was provided with a replacement device. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. On (B)(4) 2014, a field safety notice (fsca (B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on (B)(4) 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on (B)(4) 2015. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.